Event description:
It was reported the patient was hospitalized and unresponsive the day after implant of the intrathecal drug delivery pump. The drug used in the pump was morphine sulfate. Additional information has been requested, but was not available on the date of this report.